Event description:
Description of event per the complaint email: dr hosp unc ide preloaded fen prox case with zbis rt iliac. Product: zbis-10-45-41-us lot a1201336 long story but during the advancing the zbis the operator thought that the dilator hit the rt renal and sma branch stents. At the end of procedure, they assess the status of the branches. They confirmed the sma was occluded. Several attempts were made and eventually gained access and repaired the sma stent. Patient was completed without any complications. Patient outcome: the procedure was completed without complications.